Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a surgical procedure related to the scs system and the ipg was not put into surgery mode prior to the procedure. Afterwards, external devices were unable to connect to the ipg. Physician indicated electrocautery was used during the procedure. Troubleshooting was unable to resolve the issue and the ipg was unable to pair with external devices. Surgical intervention may take place at a later date in order to replace the ipg.

Manufacturer narrative:
The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced which addressed the issue.